Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removed") and crohn's disease ("crohns disease") in a female patient who had essure (ess205) inserted. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced crohn's disease (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the medical device removal and crohn's disease outcome was unknown. The reporter considered crohn's disease and medical device removal to be related to essure (ess205). "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal, crohn's disease". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.